Event description:
It was reported while using bd vacutainer® sst¿ that two (2) tubes broke during centrifugation. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one customer photo for review and analysis. Audio/visual media were included but could not be opened due to file formatting issues. The photo showed two tubes that were heavily damaged. Additionally, 30 retain samples were subjected to a visual inspection for any visual defect and all samples passed inspection. Another 10 retain samples were subjected to a brittleness test and no samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken/leaking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ that two (2) tubes broke during centrifugation. There was no health impact or consequence reported.